Manufacturer narrative:
Initial.

Event description:
It was reported that the user became hyperglycemic after disconnecting from the ilet and not reconnecting following an insulin cartridge refill; the user administered subcutaneous insulin by pen while the infusion set remained disconnected, consistent with an improper or incorrect procedure related to the pump component. Symptoms included high blood glucose and dry mouth with thirst and decreased appetite. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and a usage problem identified, specifically failure to reconnect the infusion set, which aligned with an improper or incorrect procedure involving the device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.